Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device, which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007, triggered elective replacement indicator (eri). Monitoring voltage was 2.63 volts at 39 months of implant. The patient was to see the physician to schedule a replacement procedure. To date, no adverse patient effects were reported with this clinical observation.

Event description:
The device was later explanted for normal battery depletion. To date, no adverse patient effects were reported with this clinical observation. The device was returned for reliability analysis.